Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient can no longer hear with his device. He was hearing well before. The patient's family reported that he fell on his head some time. Testing shows channels # 2, 3, 4, 5, 6, 7, 11 and 12 in status hi.